Event description:
The customer contacted physio-control to report that their device's battery life was shorter than expected. Upon initial evaluation, physio-control observed that the device would not provide defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. The root cause of the reported event was determined to be due to the disconnected capacitor wire connector caused by a damaged lug.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and observed the red capacitor wire was disconnected from the pcb and the device was not able to deliver energy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's battery life was shorter than expected. Upon initial evaluation, physio-control observed that the device would not provide defibrillation energy. There was no patient use associated with the reported event.